Event description:
The ge oec 2600 fluoroscopy system was left on over a weekend and was found inoperable monday morning. System found non-functional.

Manufacturer narrative:
A ge oec service rep investigated the issue and found an open f1 fuse that was replaced to restore function. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.